Manufacturer narrative:
(B)(4). Batch # n54u13. Photographic analysis: picture one shows an ntlc75 that has different batch numbers on the halves; anvil batch# n54r2c, and channel batch# n54u13, the anvil can be seen detached aside of the device. Picture two shows the ntlc75 device with the anvil batch# n54c73, and the channel batch# n54u13. The staple high selector seems to be missing from the device. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The analysis results found that the ntlc75 device was received with the anvil detached and with no reload present. In addition the staple high selector was noted to be damaged. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a bariatric procedure, the device had a broken height selector button. Another like device was used to complete the procedure. There were no adverse consequences for the patient.